Event description:
It was reported that tracheostomy would only inflate on one side. No patient injury was reported

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. Sample was received from without its original packaging inside a ziploc bag, in used conditions and with its certificate of decontamination. Visual inspection was performed at 12" inches under normal lighting to received unit, in order to detect any damage on the cuff, airline or pilot balloon. Results: no damaged could be detected. Functional test shows sample was filled with 5cc of air according to flextend tts tracheostomy tube assembly in order to see if there was any functional problem. Results: when we inflated the unit with air, the cuff only inflated one side. According to the IFU. We manipulated the pilot balloon and the cuff inflated completely. After the whole cuff inflated, we deflated and inflated 4 times, all the times the cuff inflated completely. The complaint is not confirmed. Detection: production personnel performs a 100% cuff symmetry test. Quality inspectors takes a representative sample of the lot and performs air cuff symmetry test. The customer reported: trach would only inflate on one side. Based on the analysis conducted in the sample provided, the complaint was not confirmed. No corrective actions were taken since the complaint was not confirmed. No fault found. Operator of device is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).